Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no partial fire was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device fired one time successfully. The device was reloaded and stopped half way thru the firing. It is unknown if any buttressing was being used or the color cartridges used as the first or second firing. The device was removed from the patient. A second device was pulled to complete the procedure with no patient consequence.